Event description:
It was reported the patient's device kept turning off by itself. It was stated the patient would use their programmer to turn the device on. They would then check an hour later and it would show that the device was off. It was stated the device was reprogrammed. The results of the reprogramming were unknown. There were no patient symptoms/injuries reported in relation to the event. It was later reported that it "seemed" that the device would turn on then off after the patient checked it. It was noted the patient was to see their manufacturer representative, so the device could be interrogated. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3093-28, lot# va03y4m, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).